Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. The cause of the issue has not been determined and no intervention has been performed at this time. The device remains implanted and in service. No adverse patient effects were reported.